Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, intermittent ventricular undersensing due to electrode loss of contact with the tissue was observed. No intervention was performed and the device remains implanted. The patient was stable before, during and after the event and will continue to be monitored.